Event description:
A peritoneal dialysis patient's wife called regarding alarms that the patient experienced during treatment. A review of the treatment data revealed an overfill. A follow up call toe the patients' peritoneal dialysis nurse was made. There was no patient injury or medial intervention due to the high drain volume. Drain 0-67ml. Drain 1-3765ml, drain 2-2832ml. Drain 3-2558ml. Fill 1- 2003ml. Fill2-1996ml. Fill 3-2007ml. Fill 4-2004ml. The reported drain volume of 3765ml was 188% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The device passed all testing and simulated treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.